Manufacturer narrative:
Log files are under investigation when the investigation has been completed philips will inform the FDA .

Event description:
Philips received a complaint from the customer in which was stated that they encountered a problem during a procedure for a cerebral aneurysm treatment .the fluoroscopy pedal was suddenly inoperative and it was necessary to restart the system. According the customer this was a dangerous situation because they were in the process of placing an implantable device without visual control. After the restart the customer was able to finish the procedure without harm to the patient.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the cause for the lost connection could not be determined from the logfiles. Because after the restart the issue was solved and could not be reproduced by the fse, no further investigation was possible. The network connection between the hostpc and lateral image processing pc was lost. This error means that both fluoro and exposure are not possible. After the system is restarted it worked again. The cause for the lost connection could not be determined from the logfiles. Because after the restart the issue was solved and could not be reproduced by the field service engineer, no further investigation was possible. The issue did not recur as of 24th of february 2017 and no similar complaints have been reported. The issue was therefore considered a one-time event. Based on a search in our complaint database, it was concluded that no similar complaints from other sites have been reported.